Event description:
It was reported that the cine runs on the 9600 system would not play back. Also the subtraction mode would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive was re-formatted during the service call. The system was tested and found to be working as intended, and put back into service.